Event description:
Pt had a tpn single lumen catheter placed at hosp 3/31/93. Post procedure chest x-ray showed left subclavian catheter with the tip in the right atrium. 7/29/93, chest xray showed some possible kinking of the catheter at the skin entrance site. 7/16/93 chest xray showed the catheter had pulled back into the subclavian vein and distally to that. Upon irrigation, blood had seeped around the opening at the skin entry. The catheter was removed. 10/6/94 chest x-ray at hosp showed what appeared to be a portion of the catheter in the pt's main pulmonary artery and/or pulmonary outflow tract. 10/11/94 CT of the thorax at hosp confirmed the portion of catheter in the left main pulmonary artery. Apparently, the pt had a several month history of chest discomfort and exertional dyspnea. 10/19/94 the catheter fragment was removed at hosp via the percutaneous femoral venous approach. Hosp was not aware of the product problem until notice of intent to file claim was received 7/14/95. Rptr is filling the report after not being able to determine whether a report was made at the time the catheter was removed.